Event description:
Pt had cystoscopy, bilateral retrograde pyelography, left ureteroscopic holmium yag laser lithotripsy, stone retrieval, left double j stent exchange and right double-j stent exchange for a 5-french open-ended ureteral catheter. A 14-french x 35 cm cook ureteral sheath and obturator was then passed over the amplatz wire through the urethra and into the bladder up the ureter under fluoroscopic control. During the procedure the cook ureteral access sheath began flaking plastic particles into the distal ureter intra-op. These particles had to be retrieved thus resulting in lengthened time under anesthesia. The surgeon then replaced the cook ureteral sheath with a 14x55 cm sheath. (B)(4).